Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit had blood in helium port.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: b5

Event description:
It was reported that during use , the cs300 intra-aortic balloon pump (iabp) unit had blood in helium port.

Manufacturer narrative:
Corrected fields: b5, h6(health effect ¿ clinical code & impact code). (Additional contact information: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and observed blood contamination to crm ,safety disk(d997-00-0985-01), blood detect tubing(d008-00-0312), and purge assembly(d104-00-0026). Replaced all damaged parts due to blood contamination. Unit passed all functional and safety tests per factory specifcations, returned to customer.

Event description:
It was reported that during use , the cs300 intra-aortic balloon pump (iabp) unit had blood in helium port and there was no patient harm.